Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a critical error. The insulin pump had been exposed to pool water. No cracks or damage was noted and the insulin pump was not dropped or bumped. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error due to corroded electronic assembly. We were unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test due to critical pump error. Corrosion was also found on the motor and the force sensor during visual inspection. No moisture damage on the keypad assembly noted. The insulin pump failed leak test. The insulin pump failed leak test. The pump leaked at the case behind the pump near the battery compartment. The insulin pump was received with scratched case, cracked case behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.